Event description:
It was reported that approximately two weeks post implant the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds and loss of slack. Both leads were revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.